Event description:
Lap sigmoid resection. Pcs29 dlu was attached to the flexshaft iii and calibrated. After the calibration sequence, pc displayed "ready pcs29." Device was positioned and opened. The anvil was connected and closed. Firing sequence was initiated and the pc displayed "firing complete" but the anastomosis was completely open. Surgery was converted to an open surgery. At that time, the surgeon observed malformed staples in the tissue. A new anastomosis was created with another device to complete the case without further incident.